Manufacturer narrative:
(B)(4).

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. Voltage testing was performed and the test failed. No data available for review. Confirmation of the reported event for loss of connection could not be determined. The root cause could not be determined.

Manufacturer narrative:
(B)(4). This report is being submitted retrospectively per FDA request.

Event description:
Dexcom was made aware on (B)(6)2018, patient experienced a failed transmitter error. No additional patient or event information is available. No product or data were provided for evaluation. The complaint confirmation of a failed transmitter could not be determined. A root cause could not be determined.